Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-oct-30, additional information was received from the healthcare professional (hcp). The results of the stress test were; "the patient was cleared by cardiologist for surgery". The relationship of the patient's chest pain and pump/therapy was requested. The hcp stated, "the surgeon wanted cardiac clearance before scheduling the pump replacement since the patient had complaints of chest pain". The patient had an appointment with the surgeon on (B)(6) 2019 and he will schedule the surgery at that time. The cause of the patient's symptoms was requested and the hcp stated, "patient having withdrawal symptoms".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-oct-15, information was received from a healthcare professional (hcp) regarding a patient receiving hydromorphone (10 mg/ml, 1.331 mg/day) and bupivacaine (30 mg/ml, 3.994 mg/day) via an implantable pump for spinal pain. It was reported the patient called the clinic on (B)(6) 2019 stating that over the weekend, they had episodes of experiencing sweating, abdominal cramping, headaches and increased leg pain. The hcp believed these symptoms began 2-3 days before (B)(6) 2019. These episodes would last 5-25 minutes. The hcp then performed a dye study on (B)(6) 2019 where the hcp was unable to aspirate from the catheter access port (cap). Since then, the hcp stated they have "let the pump go" and the patient has experienced more withdrawal since (B)(6) 2019. The hcp planned to replace the pump in the future, but since the patient was also experiencing chest pain, they would like to do a stress test before scheduling the replacement/revision. The stress test was scheduled for (B)(6) 2019. In the meantime, the hcp would like to permanently shut off the pump and give the patient oral pain medication until they can confirm/schedule the pump replacement/revision. The hcp stated the logs looked normal. The pump off password was provided.